Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed a uninterrupted power supply (ups) failure, and obstruction in the cup detector, and ise reference instability. The fse replaced the ise internal reference solution on both cells, the reference electrode for cell 2, reset the ups sampler unit, removed and tested cusp detector in diagnostics, cleaned ise inlet and cell block, and flushed ise reference line which resolved the issue. Age, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), and chloride (cl) with ise reference instability issue and cup detect error on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.